Manufacturer narrative:
The device was returned to (B)(4) and an evaluation was performed. The investigation determined that the reported failure was due to a faulty non-return valve (nrv). The nrv was replaced to address this issue. The device was cleaned, serviced, calibrated, and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4). Note: at the time this complaint was reported to the manufacturer it was assessed as being a non-reportable life malfunction event. An in-depth analysis of this complaint report was well as the device investigation identified information to change the assessment to reportable.

Event description:
(B)(4).